Event description:
It was reported that after starting treatment with a polyflux 170h dialyzer, the patient experienced an acute intradialytic drop of white blood cell (wbc) counts to "low levels", reported as 19.1 and approximately nine hours later as 19.8 (units not reported). According to the reporter, an unspecified "ongoing infection was improving", and "no other cause of wbc count identified". The reporter also stated that the wbc sample was taken as a regular routine, five minutes after starting dialysis. There was no report of patient injury or medical intervention associated with this event. It was reported that the symptoms were resolved with no further issues after switching to a non-vantive dialyzer. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.